Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. In 2017 - indication for use.

Event description:
It was reported that during a procedure to treat the pulmonary segmental artery, after several inflations, the trek rx 3.5 x 20 mm trek balloon separated. An ineffective attempt to remove the part of the balloon that separated was made via snare, however, the fragment of the balloon remains free floating with no clinical consequences. There was no clinically significant delay. The patient remained in the hospital for observation but had no clinical consequences and had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported rupture; however, the reported separation and patient effects appear to be related to operational circumstances. It should be noted the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, information for use (IFU)) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm 5.00 mm only). There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.